Event description:
One pt sample with discrepant hbsag results. Initial result gave 0.341. Sample repeated four times giving 0.340, 1.51, 0.358 and 0.369 coi respectively. Erroneous result not reported. The field service rep determined the cause for the discrepancy to be due a defective syringe assembly, and replaced the syringe assembly. Performance tests were performed which were within specifications.